Event description:
This lead was implanted on (B)(6) 2007. During a routine follow up on (B)(6) 2012, it was noted that there were two noise episodes, where noise was marked as vt-vf. There were atps due to this noise and various episodes declared as non sustained. The impedance lead was low and with a decreasing trend. On the same day of the implant the patient underwent a new lead implant. The previous lead has been capped and abandoned. The physician and facility were unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).